Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis was down and user stated unable to pull medications. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down. A field service engineer (fse) found that the station was not booting into windows os or pyxis applications. The fse reimaged the station with version 1.7.3 software, configured remote smart service (rss), and synchronized the database. All tests were completed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis was down and user stated unable to pull medications. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.